Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported by the patient's following physician that the patient received appropriate high voltage therapy for sustained ventricular tachycardia (vt). The patient had vt of alternating cycle lengths interpreted as possible t-wave oversensing (twos); however, it was determined to be a non-sustained episode. No sensing issues were reported. The crt-d's t-wave discrimination feature was turned off.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing on stored electrograms (egm) and there was a possible decrease in the r wave amplitude. The rv lead also triggered a lead integrity alert (lia) due to two or more high rate non-sustained episodes and an elevated sensing integrity counter (sic). It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) may have inappropriately withheld therapy for ventricular fibrillation (vf) due to the device discriminators. The rv lead and the crt-d remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6947m62 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.